Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.

Event description:
It was reported that the patient had a revision on the asr left hip implant. The reasons for the revision were as follows: severe pain; femoral neck fracture (within 3 months post op). The previously reported condition was bone fracture (within 3 months post op) only.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Revised for bone fracture within 3 months post op.

Manufacturer narrative:
Corrected/updated data: (date of report); (event description); (product device code); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).